Manufacturer narrative:
The sureform 60 white reload was returned and evaluated by failure analysis, which replicated/confirmed the reported complaint. Failure analysis found the reload to have the knife exposed within the knife track. The knife was exposed towards the proximal end of the returned reload. There was no damage to the cartridge or blade. The sureform 60 stapler was found to have lodged staples in the I-beam assembly. The instrument was placed on an in-house system and found to fail initialization on 3 of 3 attempts; the instrument was found to have a high drivetrain friction initialization failure based on log review and during in-house testing, preventing the stapler from entering into following. There was no visible damage to the instrument. The I-beam assembly was extended, and one staples was found to be lodged inside. The staple was removed, and the instrument was reinstalled on the in-house system. It passed the initialization, recognition and engagement tests on 3 of 3 attempts.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The white sureform 60 reload has not been received for failure analysis evaluation. The stapler logs for this procedure were reviewed. The first sureform 60 stapler instrument (part #480460-12, lot #k13250131-0099) used during this procedure was installed on the system 10 times and fired 5 sureform 60 reloads (1 blue, 1 white, 2 blue, 1 white, in that order). On install 1, the system failed to detect the stapler reload color, and the user manually selected the blue sureform 60 reload via the surgeon side console (ssc) touchpad. The first clamp was successful, the firing was completed with 1 pause for compression. On install 2, the first clamp was not completed and clamping was performed again. The second clap was successful but was followed by a firing failure. The firing stopped at about 50% completion. On installs 3, 5, and 6, the clamps were successful, and the firings were each completed. On install 4, a blue stapler reload was installed, however no clamping or firing was attempted. On the last 4 installs, the stapler failed to initialize with the system. Parameters of the errors indicate that high drivetrain friction was detected in each case. The instrument was then removed and not used in the procedure again. The second sureform 60 stapler instrument (part #480460-12, lot #k13250131-0098) used during this procedure was installed on the system 2 times and fired 2 white sureform 60 reloads. On install 1, the system failed to detect the stapler reload color, and the user manually selected the white sureform 60 reload via the ssc touchpad. The first clamp was successful, and the firing was completed with 1 pause for compression. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. Patient information: body mass index (bmi) 34.08; height 5'7".

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, a partial fire occurred when a white sureform 60 reload was fired with a sureform 60 stapler instrument on stomach tissue. The blade of the stapler reload stopped halfway and failed to cut through. The stapler reload had an exposed blade. In addition, there were missing staples and a gap along the staple line that required oversewing. There was no bleeding along the staple line due to the stapler issue, and no additional tissue removal was required. The event occurred on the third fire of the stapler instrument. There were no malformed or unformed staples. The target tissue was not calcified or exposed to radiation or chemotherapy before the procedure. Also, there was no tissue bunching. No obstructions such as clips, staples, or other hard materials were encountered between the instrument jaws, and the stapler instrument was not fired over an existing staple line. The surgeon did not experience any clamping issues prior to firing the white sureform 60 reload. The stapler instrument was replaced with a back-up sureform 60 stapler instrument, and the procedure was completed robotically. No photographic images or video recordings of the procedure are available for isi review.